Event description:
Philips received info from a philips field service engineer (fse) concerning a secure CT system at a customer site that 2 bolts which are used to secure the cooling unit broke, causing it to contact the inside left side of the gantry during rotation. The cooling unit is damaged. The 2 oil pipes pipes which connect the tube side (used for cooling the oil inside the tube) are broken. The gantry pb cabinet and its internal electronic components are damaged. The left side of the gantry, the stationary stand and the rotation frame are almost separated. There was no report of injury to pt, operator, bystander or service personnel.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Investigation of the bolts revealed that the observed effects are due to at least one bolt (stem analyzed) being overloaded during fixation. This bolt was further weakened by fatigue crack propagation increasing the stress on the remaining cross section. This stress led to fast crack failure of the small remaining area. The second bolt failure was most likely caused by a strong increased load due to failure of the first bolt. Strength calculations and material investigation show that the applied bolts' strength are sufficient to whilst and the centrifugal forces during clinical use. Info retrieved from the site in relation to the incident shows that (B)(4) was not implemented according the guidelines and the warning sticker with bolt mounting instructions was not present. Phc training records show that the engineers assigned are fully trained and qualified to execute CT secura technical maintenance and corrective support. The regional customer support manager has been informed about the root cause of the incident and requested to re-instruct the service engineers concerning the guidelines for exchanging the cooling unit. (B)(4).